Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver was overheating. The product was evaluated. An external visual inspection was performed and failed due to usb connector. Pictures were taken. Receiver charge test and boot tests were performed and failed due to the receiver not turning on. Functional tests were not performed due to the receiver not turning on. An internal visual inspection was performed and passed. The receiver log was not downloaded and reviewed due to the receiver not turning on. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.